Event description:
The pt had a synchromed pump and catheter implanted in 1997 for intrathecal infusion of baclofen and morphine. The pt experienced an increase in spasticity and the healthcare professional performed an x-ray rotor study which showed the pump rotor was not moving. The pump was explanted in 1999 and returned to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1999.